Event description:
During the initial implant procedure, it was noted that the helix was unable to rotate. A new lead was used and the patient was stable with no consequences.

Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused or may have caused a serious injury.